Event description:
It was reported the rigid video scope displayed a cloudy image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the light guide (lg) bundle of the video cable section was broken and the light transmission was lost or too low. Based on the results of the investigation, and since the reported malfunction was not confirmed, a probable cause could not be established. Based on the results of the investigation, it is likely the light transmission was lost or too low due to the broken lg bundle of the video cable section. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope displayed a cloudy image. There were no reports of patient harm.